Event description:
Event description boston scientific crm received information that this cardiac resynchronization therapy-defibrillator (crt-d) was explanted after 39.9 months due to suspected premature battery depletion. Another crt-d was subsequently implanted.